Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer report number 3006705815-2022-14454. It was reported that the patient's lead had migrated and had several invalid contacts. The extension was also found to have invalid contacts. In turn, surgical intervention was undertaken wherein the lead and extension were explanted and replaced. Postoperatively, the patient has effective therapy.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.